Event description:
It was reported that unacceptable dft thresholds were observed. The patient had recently started amiodarone therapy. Alternate high voltage lead options were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.